Event description:
It was reported that on (B)(6) 2025, intermittent jerking occurred on a 3dimensions mammography system during a patient procedure. A field engineer was dispatched to assess the equipment and found loose/worn screws within the vta assembly. The field engineer determined that replacement of the vta assembly was needed to rectify the issue. The field engineer replaced the impacted part, performed the necessary calibrations and confirmed that the system is now functioning in accordance with manufacturer specifications. No patient or user injury reported.